Event description:
Please refer to initial MFR. Report #9611500-2020-00288.

Manufacturer narrative:
The dispatched service engineer could verify the reported issue and narrowed it down to the malfunction of a certain pcb. After replacement of this pcb the device was fully functional again and returned to use. The replaced pcb was installed into the periphery of a lab device. The malfunction of the pcb prevented the system from powering-up. Deeper investigation revealed that the internal voltage regulation was not working. The internal subsystems of the entire device operate on different voltages. The voltage regulation onboard the replaced pcb ensures that all internal supply voltages are generated from the input supply voltage. If this stage fails the device is no longer operable. If such event occurs during use the device shuts down. The buzzer of the secondary alarm system will generate a continuous acoustical signal indicating the power loss. Ventilation support will still be possible in manual mode using the emergency oxygen supply that must be established by hand. This emergency maneuver is described in detail in the IFU. Dräger finally concludes that the device has responded as designed upon the malfunction of a single component. There are no comparable cases known.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device unexpectedly shut down during use. An acoustic alarm was given. There was no patient injury.